Event description:
Healthcare professional additionally reported right side rupture, capsular contracture baker grade iii, and implant removal from textured to smooth due to the concerns of the product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as fold flaw opening. Anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: creases are observed. Nick is observed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported right side rupture, exchange due to concern with the product, several enlarged lymph nodes noted in the right axilla, and fluid seen around the margin of the capsule . Healthcare professional later reported capsular contracture baker grade iii. Has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported right side rupture and exchange due to concern with the product. Several enlarged lymph nodes noted in the right axilla and fluid seen around the margin of the capsule of the implant confirmed via MRI. Healthcare professional later reported capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and lymphadenopathy.

Event description:
Patient reported right side rupture. Several enlarged lymph nodes noted in the right axilla and fluid seen around the margin of the capsule of the implant confirmed via MRI. Device remains implanted.